Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing pain at the pocket site. Tenderness to palpation was noted over the pocket location. The patient will undergo a revision procedure wherein the ipg will relocated.

Manufacturer narrative:
Additional information was received that the patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing pain at the pocket site. Tenderness to palpation was noted over the pocket location. The patient will undergo a revision procedure wherein the ipg will relocated.

Manufacturer narrative:
Additional information was received that the patient did not want to use the device as it was not helping her. The patient underwent an explant procedure. Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm the explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing pain at the pocket site. Tenderness to palpation was noted over the pocket location. The patient will undergo a revision procedure wherein the ipg will relocated.

Event description:
A report was received that the patient was experiencing pain at the pocket site. Tenderness to palpation was noted over the pocket location. The patient will undergo a revision procedure wherein the ipg will relocated..